Event description:
The jetstream g3 was advanced to treat a 6cm in-stent restenosis (isr) lesion located in the distal superficial femoral artery (sfa) which had heavy thrombus present. After approximately 7 minutes of treatment, the device became stuck on the guidewire. The device was removed and an angiogram was taken. It was noticed that part of the guidewire was left in the patient's leg. The piece of the guidewire was found to be in peroneal branch. The pt was put on a thrombolytic agent over night and will come back for a possible femoral-popliteal bypass.

Manufacturer narrative:
The pathway jetstream g3 catheter was returned to pathway medical technologies for eval. The guidewire was returned in the device. The guidewire was broken at the location where the spring tip is bonded to the core of the guidewire. The detached tip of the guidewire was not returned, and it could not be determined whether the jetstream g3 device caused the guidewire break. It is unknown whether the guidewire break was due to interaction with the jetstream g3 device. In-stent restenosis patients are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of patients) in the IFU.